Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified found that the universal serial bus (usb) was not secure due to the tie wrap coming loose. The se re-secured the usb with new tie wraps to correct the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred.